Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed in section 7 is the date when abbott diabetes care became aware of the event. The customer reported having 3 meters, but it is unknown which meter was in use at the time of the medical event. Mdrs are being filed for the other meters reported: (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time she received a reading of ¿around 100 something¿ on her adc blood glucose meter, which was lower than a reading of ¿300 something¿ from a hospital meter. Customer further reported she had been getting ¿low readings¿ from all her meters so her mother brought her to a hospital because she ¿almost passed out.¿ at the hospital a reading of ¿300 something¿ was received on a hospital meter and she was treated with insulin. Customer also noted that due to unspecified "low" readings she had been hospitalized twice previously, but no information regarding those events was provided. No further information was provided as the caller declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. In addition, retained test strip samples from the same lot reported by the customer (1516715) were tested with control solution instead. All results were within the range specification and no errors were observed. A tripped trend review was completed for freestyle freedom lite meters and for freestyle strips and the reviews showed no trips for low readings issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This also serves as a correction report. (Device mfg date) was missing from the MDR follow up #1 report. Section has been updated.

Event description:
Customer reported that on an unspecified date/time she received a reading of ¿around 100 something¿ on her adc blood glucose meter, which was lower than a reading of ¿300 something¿ from a hospital meter. Customer further reported she had been getting ¿low readings¿ from all her meters so her mother brought her to a hospital because she ¿almost passed out¿. At the hospital a reading of ¿300 something¿ was received on a hospital meter and she was treated with insulin. Customer also noted that due to unspecified "low" readings she had been hospitalized twice previously, but no information regarding those events was provided. No further information was provided as the caller declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
Customer reported that on an unspecified date/time she received a reading of ¿around 100 something¿ on her adc blood glucose meter, which was lower than a reading of ¿300 something¿ from a hospital meter. Customer further reported she had been getting ¿low readings¿ from all her meters so her mother brought her to a hospital because she ¿almost passed out¿. At the hospital a reading of ¿300 something¿ was received on a hospital meter and she was treated with insulin. Customer also noted that due to unspecified "low" readings she had been hospitalized twice previously, but no information regarding those events was provided. No further information was provided as the caller declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.